Event description:
In 05, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was allegedly reading inaccurately high. The medical affairs specialist attempted to call the patient 2 days later. However, the phone line is disconnected. A letter will be sent to the address provided. The patient indicated receiving "high readings" on the subject meter (exact results not provided) approximately four months ago. She was experiencing sweatiness, shakiness, and was feeling sleepy at the time of testing. The symptoms do not match the alleged "high readings" on the subject meter. She went to the emergency room due to the results on the meter. The hospital meter result is not provided, but she was not given any treatment at the ER. At the time of troubleshooting with the customer service agent, it was verified that the meter was in the right unit of measurement (mg/dl) at the time of testing and that it was coded correct. The test strips were in good condition and within the expiration date. The patient's control solution had expired and therefore, a quality control check could not be performed. Although the patient was not given any treatment at the ER and the ER meter result is not provided, the patient was alleging that the subject meter was giving high results, but she was experiencing low symptoms at the time of concern and did not correlate with the meter results. Since the alleged high readings on the meter do not match the low symptoms of the patient, if the meter was reading "high" previous to the incident and the patient was basing treatment on the meter results, the expected condition would be lower glucose levels. Based on this assumption, this cause is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the lay user/patient.